Manufacturer narrative:
Act and esc buttons did not respond due to unlock on lcd keypad connector. Unable to perform self test and remote test due to button keypad anomaly. Unable to verify vibration anomaly during selt test due to button keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly. The act button was not working. Customer's blood glucose level was 6.5 mmol/l. During the self-test the insulin pump did not vibrate. The customer was advised that the device would be replaced and agreed to return the product for analysis.